Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, hours after being implanted a microsensor showed inaccurate readings. The microsensor was removed and replaced. There were no reports of delay or patient harm.

Manufacturer narrative:
The component was returned for evaluation. There was no visible damage to the sensor or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of both component and finished good manufacturing records found no issues when the device was released. Based on the investigation, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.